Event description:
Our foreign consignee reported upon receipt of the heart lung console, screws were missing to properly install the transformer in the base of the device. No other details regarding the nature of the event were provided. Since the event occurred prior to the onset of cardiopulmonary bypass, there were no adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Evaluation anticipated, but not yet begun.